Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly the customer was using cold insulin and trusteel infusion set longer than the recommended 48 hours per the tandem user guide. Tandem technical support educated the customer this is off label insulin use.